Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experience more pain with no relief from the scs system. Upon evaluation of the scs system, all of the scs lead contacts were invalid. Surgical intervention was taken and the patient's scs lead was replaced and stimulation therapy restored.